Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 407 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshoot sated that she had set on for four days. Customer reported that she tried to take the plunger out of the reservoir it won¿t unscrew, it just keeps going in circles. The reservoir will be returned for analysis.

Manufacturer narrative:
Cannot performed manual test per (B)(4) appendix g to reservoir due to the reservoir dislodge . The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.